Event description:
It was reported that the customer just changed his infusion set and was not having problems as of right now. Customer stated that his last no delivery alarm was on (B)(6) 2014 and that he woke up in the middle of the night with a blood glucose level of 400 mg/dl. Customer also stated that he did not hear the alarm go off. Alarm history was reviewed and customer stated that he shows a lot of no delivery alarms consecutively about 4 minutes apart. Customer stated that he remembered having a motor error alarm, but it does not show in the alarm history because of all the no delivery alarms. Customer's current blood glucose level was 327 mg/dl. The motor error alarm occurred during a bolus around (B)(6) 2014. Customer stated that he had a MRI cat scan about two months prior to the motor error. Customer was not wearing the pump but the pump was in the same room. Customer also went through a metal detector weeks before. Insulin pump will need to be replaced. No additional information provided.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump was received with some cosmetic damage.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.